Event description:
Reporter noted that the unit popped and the screen went blank at the end of phacoemulsification. Couldn't re-start, so case was completed with manual "I/a" and intraocular lens was implanted. No injury occurred. Two of following six cases were cancelled, others were completed with another system.